Event description:
The customer contact reported a leak of chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of rituxin in 0.9% saline at an unspecified rate. After an unspecified length of time in use the customer contact reported, "about 90ml infused and approximately 90ml was noticed on the floor, coming from the clave distal port." The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.